Manufacturer narrative:
Cmpl(B)(4) b5: describe event or problem ¿ additional. G3: date received by manufacturer ¿ additional. H2: additional information /device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed. However, data does not reflect full investigation window. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.